Event description:
Gambro was notified that a pt presented to the hospital with the complaint of "not feeling well" following an unremarkable outpatient hemodialysis treatment. The physician suspected the pt had a "slight hemolysis". The pt's hemoglobin was decreased by 2gm/dl from the previous value drawn in the dialysis clinic and the ldh was >2700u/l. Limited clinical info was provided other than the pt was diagnosed with a "hot gall bladder". The pt was discharged from the hospital and he has resumed his regular outpatient dialysis schedule, and has rec'd three treatments, with no further issues. The machine was inspected by a gambro service technician who verified the machine was operating within manufacture's specifications. The cause of the hemolysis is not known. All gambro products were evaluated and within MFR's specifications.

Manufacturer narrative:
The actual blood tubing set used during the dialysis treatment was returned for analysis. Functional, dimensional and leak tests and visual inspection were performed and no failures or defects were found. Retained samples from the same lot (1000016200) were pulled and tested. Functional, dimensional, leak tests and visual inspection were performed on the 15 samples. All samples were found to be within MFR specifications.